Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Ppd and medical records received. The patient was revised on 10/31/2011 for a failed asr hip. All implants were revised except the stem. The revision operative note indicated there was no infection, there was mention of a large amount of fluid, but it was of normal appearance and nothing that would suggest a metal on metal reaction. During the patient's first revision on (B)(4)2009 ((B)(4)), a fracture of greater trochanter and leg length discrepancy was noted. The stem reported on this com will be coded for the fracture and leg length discrepancy. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. The patient was implanted in 2007 and explanted in 2011. It is not likely the device contributed to the patients reported infection 4 years after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege that after patient's second implantation surgery, she experienced hip pain, nerve damage, clicking and catching in the hip, and weakness. Patient felt her hip grinding and could hear a squishy noise with any movement. The incision did not heal well, with a lot of swelling, infection, bleeding and drainage. Additionally, she had elevated metal ion levels. During her second revision surgery, it was noted that quite a bit of fluid was in the hip joint. Patient's preliminary disclosure form was received on (B)(6) 2012, which provided product sticker sheets.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.